Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (approximately 300-400 mg/dl). An insulin injection was administered to address the bg level. The customer did not know what caused the high bg. The infusion set site and cartridge were changed. Insulin delivery was resumed.